Event description:
It was reported that carelink delivered false values to the paceart system. When new capture management data was not generated due to settings, carelink delivered prior values but presented them as current. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.